Event description:
It was reported that the customer's insulin pump automatically stopped functioning. The alarm history was reviewed and found an error alarm. Advised that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a detached end cap. The device did not automatically stop during our test.